Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP. The patient has alleging motor will not work. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected. During the evaluation, it is observed that display touch does not working, heater plate and outlet seal contaminated and pcba burned. The device's downloaded logs were reviewed by the third-party service center. There was multiple error codes found. The third-party service center concludes that the customer complaint was not reproduced and the device was scrapped.